Manufacturer narrative:
The date of this submission is 08-sep-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2016 from a consumer (age and gender unspecified) reporting on self from the united states of america. On (B)(6) 2016, the consumer started using listerine ultraclean access dental flosser (mint floss) dentally, for general oral hygiene for the first time (frequency, lot number and expiration date unspecified). On the same day, during use, the disposable head of the device separated from the handle inside the mouth and the device head fell off from the mouth of the consumer to the floor. The consumer also stated the lot number was not available on the package. This report had no adverse event and the action taken with the device was unknown. A lot number was not reported therefore a batch record review or retain analysis could not be requested or a lot trend analysis performed. The analysis for this product and complaint category will be managed through the monthly trending process. Based on the information available, the device was used for intended treatment. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored per established procedures. This report was considered as a reportable malfunction in the united states of america.

Manufacturer narrative:
The date of this submission is 07-oct-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 26-aug-2016 from a consumer (age and gender unspecified) reporting on self from the united states of america. On (B)(6) 2016, the consumer started using listerine ultraclean access dental flosser (mint floss) dentally, for general oral hygiene for the first time (frequency, lot number and expiration date unspecified). On the same day, during use, the disposable head of the device separated from the handle inside the mouth and the device head fell off from the mouth of the consumer to the floor. The consumer also stated the lot number was not available on the package. This report had no adverse event and the action taken with the device was unknown. A lot number was not reported therefore a batch record review or retain analysis could not be requested or a lot trend analysis performed. The analysis for this product and complaint category will be managed through the monthly trending process. Based on the information available, the device was used for intended treatment. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored per established procedures. This report was considered as a reportable malfunction in the united states of america. Additional information was received on 09-sep-2016. On (B)(6) 2016, one handle and one detached head of listerine flosser starter kit were received used. Additionally, seven unused heads of listerine flosser starter kit were received. On 22-sep-2016, the field samples were visually inspected and met specification for appearance. Lot number 1736d was identified and was properly printed. No apparent defects were noted with the returned product. A review of complaint data by product and subject category "breaks/falls apart with use" revealed no unfavorable trends for the reported lot number. The analysis for this product and complaint category will be managed through monthly trending process. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retain samples and all results met specification. Based on the investigation results, there is no evidence that a device malfunction occurred. Based on the information available, the device was used for intended treatment. Since the lot number is legible on the returned sample the device history review, family trend and retain sample evaluation will not be conducted for serious pqc "label batch/exp date missing/illegible" and this category will be closed as not confirmed disposition. Since no evidence was found supporting a manufacturing issue, the category :breaks/falls apart with use" will be closed as undetermined disposition. Complaint trends will continue to be monitored. This report had no adverse event. This report remains a reportable malfunction in the united states of america.